Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level. The customer reported changing the infusion sets and running high. The blood glucose level was 134 mg/dl at the time of the incident. The customer did troubleshoot the issue and found the infusion set cannula bent. The current blood glucose level was 522 mg/dl. The customer had no symptoms. The customer did treat the high blood glucose level with a manual injection. The insulin pump will not be returned for analysis; however, the sensor will be returned for analysis.